Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, there was an undefined issue with the alerts coming from the pump. Caller declined to provide any additional information and stated they no longer needed assistance from tandem technical support. No further information was obtained.